Event description:
It was reported that during a prostate procedure, the fiber was observed to forward fire @ 352,286 joules. The procedure was completed using a second fiber. Patient status was reported as ¿okay.¿

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited severe burnt on detritus; the glass cap exhibited severe devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Manufacturer narrative:
(B)(4).